Event description:
The patient's system was explanted due to infection at the pocket site.

Manufacturer narrative:
Explanted products were discarded by the surgical center and will not be returned for evaluation.